Event description:
Same event as MFR event# 3005188751-2011-00160. It was reported the ensite array catheter was not able to be withdrawn through the 10f fastcath introducer and had to be removed from the pt together. The physician had finished treatment during an idiopathic left ventricular tachycardia procedure then proceeded in removing the ensite array catheter from the pt when it was noted that it would not pass through the 10f fast cath introducer. The physician had to extract the catheter and the introducer at the same time through the artery. When the catheter was removed it was noted the distal part of the ensite array catheter was curved which inhibited the catheter from being withdrawn through the introducer. There were no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted.